Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer alleged that the cadiere forceps instrument had a defective wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument shows a broken cable near the bowden cable.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.